Event description:
It was reported that during a da vinci-assisted surgical procedure, a tip cover accessory broke. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the tip cover broke during the procedure, there was not any arcing observed while the damaged tip cover was in use, the physical damage was observed in the gray/opaque portion of the tip cover, there was not any material detached or missing from the tip cover.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.